Event description:
Information was received from a patient. It was reported that they were having issues from nerve pain due to their implantable neurostimulator (ins) battery hitting that area. The patient described it as pain around the front of their leg, and also reported that their leg was collapsing. The patient mentioned that they were in the hospital in (B)(6) 2016 for this issue and because their leg was swollen. It was also reported that the patient¿s leg was twitching and they were falling a couple of days prior to the date of this report. The patient stated that they just wanted the implant taken out since they weren¿t using the ins anyways. It was noted that the issues had been off and on for about a year or two. The patient was redirected to their healthcare provider (hcp) to discuss medical symptoms and a possible explant. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.